Event description:
A malfunction was reported on the pump after the customer admitted to dropping it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward, allowing the customer to continue using the pump. The customer was instructed to call back if the issue reappeared, and they acknowledged this guidance.